Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). During evaluation of the device, the reported event could not be replicated; however the unit was diagnosed to be out of calibration. The unit was recalibrated and was tested per internal processes. The root cause of the reported event could not be confirmed as the reported event was not able to be reproduced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
The dermatome does not work correctly. The thickness of cut cannot be regulated. When graduating the cut did not correspond the thickness with the put. Event occurred during surgery. Another dermatome was used to complete the surgery; no harm and no delay reported. An additional graft was not needed. No adverse events were reported as a result of this malfunction.